Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio: 1.0, reference: 2.0, mean: 1.50, confidence limits 1.1-1.9. Date: (B)(6) 2010, inratio: 0.9, reference: 1.5, mean: 1.20, confidence limits: 1.0-1.5. Per description, time of testing between inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both tests fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. As of july 2, 2010, product is not expected to return and strip lot information is not provided. Unable to perform in-house investigation. No further investigation will be pursued. Conclusion: analysis of the client's data revealed that the inr's reported did not meet accuracy criteria. No product is expected to be returned. No product information available. Root cause could not be determined from the information provided by the customer. No product could be associated from customer information. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient 1, inratio: 1.0, lab: 2.0. Patient: 2, inratio: 0.9, lab: 1.5.